Event description:
It was reported that during use with a bd vacutainer® urinalysis urine tube there was loose closure and blood leakage occurred, also cracked tubes. Patient impact was not reported. The following information was provided by the initial reporter: it was reported that the tubes leaked because the top has come off or partially off and in some cases the tube has cracked.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® urinalysis urine tube there was loose closure and blood leakage occurred, also cracked tubes. Patient impact was not reported. The following information was provided by the initial reporter: it was reported that the tubes leaked because the top has come off or partially off and in some cases the tube has cracked.